Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. Customer's blood glucose level was 2.9 mmol/l. Customer stated that they gave some carbohydrates. Customer reported that the sensor was updating and not working. No further details were provided. The insulin pump will not be returned for analysis.